Event description:
It was reported that whilst attempting to insert the leadless implantable pulse generator (ipg) the tether was cut and the suture was pulled hard when it was removed, after it exceeded one meter, it stopped moving and the device began to pull back but was successfully placed. It was noted that the tether tangled in the main unit due to the twisting of the tether. When the device was checked externally, the tether was severely twisted, resulting in the hard pulling. The operation was completed successfully, however, several hours later in the evening, it was discovered that the patient's blood pressure had decreased, resulting in delayed cardiac tamponade, and cardiac perforation was noted. It was believed that the bleeding was caused by the strong traction of the device, resulting from the pulling of the tether after cutting it. Pericardial puncture was performed, medical intervention was required and the leadless ipg was not used and replaced. The replacement leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: unknown). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.